Manufacturer narrative:
A ge service representative performed an on site investigation. The repair quite was given to a customer. However, repairs were declined indicating a new c-arm would be purchased.

Event description:
The customer reported the system failed to boot up. No report of patient injury.